Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that repair required, hard to get it on and won´t go off. Per service manual operational and diagnostic, the reported failure was confirmed.  During evaluation, the unit was tested and the defect reported has been verified and repaired. On inspecting the device, the defects were found, the resistance in the keypad value was out of the tolerance specs , also the protective conductor resistance was found within specific limits; the cable's insulation was replaced, the motor was not turning smoothly and it was corroded, the buttons had not function, the device was leaky. The preventive maintenance was performance reveals the o-rings replacement. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as the defect is related at the functional performance, the cable and motor of the device were defect and did not allow to performing the system around the specification values. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03-07-2019 and passed all functional testing before being returned to the customer. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot ==> the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03-07-2019 and passed all functional testing before being returned to the customer.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate that a fms tornado micro handpiece with buttons needs repair due to it is hard to get it on and then it would not go off. No surgical delay or patient consequence reported. No more information available.